Event description:
Consumer stated their son was using one of the super tip toothbrushes and the bristles started to fall out in his mouth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.